Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the pump was not working. The patient had magnetic resonance imaging the day of this report and exited the scanner approximately 1 hour before the report time. The patient used her personal therapy manager but could not get it to work; it was unknown whether the patient was seeing a code or if she was getting poor communication. There were no reported symptoms. No further complications were reported.